Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted only 26.6 cm of the terminal segment was returned. A thorough evaluation of the returned portion of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics, with the returned segment, that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks from he subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced during an office visit. The physician opted to reprogram the vector. Approximately two months later the s-ICD stored untreated events due to continued oversensing of noise. Boston scientific technical services (ts) was consulted and discussed that the untreated episode also showed low amplitude signal. Ts suggested an x-ray to confirm electrode position. Ultimately a revision procedure was performed where the s-ICD and electrode were explanted and replaced with transvenous ICD system. No additional adverse patient effects were reported.